Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was implanted two days ago and having coronary bypass surgery. At the end of the surgery when the magnet was removed, the device successfully shocked the heart, but it took longer than expected due to the device reset and lead integrity alert during surgery. Stored non-sustained episodes showed cautery noise. The device remains in use. No further patient complications were reported as a result of this event.